Event description:
Patient iop is 72 mmhg one-day post-op ahmed valve implantation.

Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is still implanted, is not available for return. No device malfunction could be confirmed.